Event description:
Patient had triple lumen catheter placed in the operating room prior to a surgical procedure. Chest x-ray showed no evidence of pneumothorax. Patient experienced a post-op progressive mental status change and increased slurring of speech. Arterial blood gasses drawn from triple lumen demonstrated oxygen saturation of 94%invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.